Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 primary UDI number, d8, d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error code e228 was displayed, no display of image and disconnection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, error code e228 was displayed . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an e216 communication error code. The issue was found during inspection for use. There were no reports of patient involvement.